Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a clinical chemistry creatinine result of 4.0 mg/dl was generated for a patient sample tested on the architect c8000 system. The same sample tested at 2.0 and 1.9 mg/dl using alternate creatinine methods. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. The interference section in the package insert shows representative data from interference studies. A literary search for articles relative to this issue of a difference in results when comparing different creatinine methods found this to be widely known and not specific to abbott's creatinine assay. One publication describes studies performed to compare the precision, linearity, and effects of common interfering substances like glucose in the measurement of creatinine using the modified jaffe kinetic method and an enzymatic method. This study found the enzymatic method is more reliable when interfering substances are present in the samples analyzed. Based on the available information, no product deficiency was identified.